Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to a bacterial infection. The physician was met with removal difficulty upon lead extraction. The lead wax eventually explanted. No additional adverse patient effects were reported.